Event description:
It was reported that the 6800 system would not boot up and the handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer upgrade kit and handle were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.